Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in completing the reset.